Event description:
It was reported that the customer experienced frequent occlusion alarms with their mobi pump. There was no adverse impact on the customers blood glucose. After troubleshooting by technical support, it was determined that pump replacement was necessary, a replacement pump was sent to resolve the issue.